Event description:
The patient was implanted with a left ventricular assist device. It was reported that the physician requested review of the submitted log file data and photo of the patient's driveline that was separated. It was reported that the patient "noted alarms and possibly a spark at 9am yesterday." The patient was sent to a lvad office. Red heart alarm with audible tone was reported. The patient was asymptomatic at the time of the event without any injuries reported. With assistance from the manufacturer's technical services personnel, a review of the log file data revealed several events of pump stoppage events while connected to the patient cable. Higher power and high pulsatility index values were noted. An onsite repair was scheduled. On (B)(6) 2014, the manufacturer's technical services personnel were onsite. A continuity test of the patient. Cable was performed and there no were no broken wires. It was reported that the patient was uncertain that he said a spark near the connector and stated "it may have just been a reflection from the overhead light source." The patient was connected back to power module and with movement no pump stoppages or alarms could be duplicated. The patient was held overnight with hospital equipment to observe if any events could be duplicated. On (B)(6) 2014, the patient's log file data was submitted for review and reported that the patient was admitted yesterday for four pump off/low speed/low voltage alarms after accidental pull of the driveline, with consequent silicone detached at the distal driveline. No further alarms were noted overnight. A review of the submitted logfile data revealed that there were no alarms seen in the past 24 hours other than the driveline disconnect for the continuity test from yesterday afternoon. The system controller was replaced as a precaution. On (B)(6) 2014, a clamshell repair of the percutaneous lead was completed. No further information is available at this time.

Manufacturer narrative:
Approximate age of device: the approximate age of the device is 1 year, 2 months, 10 days. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.